Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump over delivered. The customer stated they were going low even after eating food. No harm requiring medical intervention was reported. Troubleshooting was not completed. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.